Event description:
(B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the stent was found to be under expanded. The 90% stenosed and 40mm long target lesion was located in the non calcified and non tortuous proximal to mid left anterior descending coronary artery with a reference vessel diameter of 2.75mm. The lesion was predilated with a 3.0x20mm balloon at a maximum pressure of 8atm and the 2.75x38mm taxus liberte stent was implanted followed by post dilation with a 3.0x20mm non-complaint balloon to a maximum pressure of 20atm. It was reported that there was 0% residual stenosis. However post-stent deployment intravascular ultrasound revealed stent under-expansion which was treated with additional post dilations with a non-complaint balloon resulting in optimal final stent deployment. During the same procedure, an additional lesion located in the 1st obtuse marginal coronary artery was treated with placement of a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the same day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the stent was found to be under expanded. The 90% stenosed and 40mm long target lesion was located in the non calcified and non tortuous proximal to mid left anterior descending coronary artery with a reference vessel diameter of 2.75mm. The lesion was predilated with a 3.0x20mm balloon at a maximum pressure of 8atm and the 2.75x38mm taxus liberte stent was implanted followed by post dilation with a 3.0x20mm non-complaint balloon to a maximum pressure of 20atm. It was reported that there was 0% residual stenosis. However post-stent deployment intravascular ultrasound revealed stent under-expansion which was treated with additional post dilations with a non-complaint balloon resulting in optimal final stent deployment. During the same procedure, an additional lesion located in the 1st obtuse marginal coronary artery was treated with placement of a 2.5x20mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged the same day on aspirin and prasugrel.